Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/ pelvic floor. It was reported that the patient has been reporting pain at the battery site. She came in for an office appt. On (B)(6) 2021 and at that time the healthcare provider (hcp)  scheduled for her to have her battery moved to another site due to pain. A revision is scheduled. No further complications were reported.